Event description:
The customer reported the biopsy channel of the gastrointestinal videoscope was blocked. The issue was found when preparing the scope for use. There was no delay in the intended diagnostic procedure due to the issue, and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During device evaluation at olympus, it was found the channel cleaning brush was not inserted well due to blockage of the channel tube. A syringe tip was found in the suction channel, which caused the blockage. In addition, service found the angulation in the up direction was out of specification due to a worn angle wire, the charge-coupled device lens was polluted, the light guide lens was broken, the adhesive part of the bending section was broken, and the connecting tube was creased. Switch #1, switch #2, and switch #3 were deformed, the scope connector cover was deformed, and the universal cord was crumpled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is like the event occurred due to the following: there was a lack of training for the reprocessing staff at the facility regarding the handling and reprocessing of the equipment. The tip of the syringe used during manual washing was broken and remained in the suction channel. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.